Manufacturer narrative:
The golvo 7007, have been tested for static stability per the 18010535:2007 requirements. As the lift has passed stability tests per iso10535 the event was most likely to have been caused by abnonnal force applied by the operator.

Event description:
Hill-rom received a report from the account stating the lift tipped over, causing the patient to fall and suffer a vertebra compression.

Manufacturer narrative:
Additional information was provided by the user on january 22, 2019. The patient sustained a vertebra compression (exact location not provided) post fall from the lift. Treatment included bed rest and pain management. Information regarding the patient¿s past medical history or the patient¿s health status at the time of fall was requested but not provided, other than the patient was elderly and in poor physical health. The patient remained in the hospital and died one-month post-fall. Cause of death has not been provided. The nurse providing information indicated the psychological and physical trauma from the fall and subsequent treatment may have accelerated the patient¿s death; however, she also stated that the patient probably would have passed independent of the fall based on their condition. Vertebra compression fractures occur frequently for various causes (diseases such as bone cancer, osteoarthritis, trauma, etc.) And typically heal with bed rest and pain management. Surgical intervention is rarely required. Compression fractures alone are not likely to lead to death. The lack of clarity regarding past medical history, the patient¿s status at time of the fall, and cause of death, hinders the ability to make a definitive determination as to the contribution of the incident on the patient¿s death. The patient¿s death occurred a significant amount of time post fall (one month). In conclusion, there is not enough information to determine if the device caused or contributed to the event of death; however, the device did cause or contribute to the sustained vertebrae compression fractures and therefore, is considered a serious injury. The hill-rom technician evaluated the lift and noticed that the wheels did not function very well and become blocked easily. The technician spoke with the staff regarding the sequence of events. The account noted as the transfer of the patient was on-going, the brakes were not applied on the golvo. The account believes that the wheels, with the weight of the patient, became blocked during the transfer, while the nurse was moving the golvo, and the device tipped. Per the golvo lift periodic inspection form (3en371001-1) section 3 castors - wheels: roll the lift along the floor. Check to ensure that all wheels roll and turn freely. Make sure the wheels are fastened. Lock the brakes, make sure the wheels do not turn and the housing does not swivel when the lift is pushed. There should not be any play between the fork and the wheel nut. A search of the hill-rom maintenance records show the lift had pm performed in 2017. It is unknown if the facility performs preventative maintenance on their lifts.

Event description:
Hill-rom received additional information from the account that stated the patient suffered a vertebra compression.

Manufacturer narrative:
A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this lift in 2017. It is unknown if the facility performed any other preventative maintenance on this lift. No further information is available on the repair of the lift at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the lift tipped over, causing the patient to fall. The lift was located at the account at the time of the allegation. This report was filed in our complaint handling system as complaint # (B)(4).